Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp insertion was attempted via right femoral artery in a 58-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During procedure, an attempt to pass the impella pump through the companion sheath was unsuccessful. Ventricular access was unable to be obtained with a pigtail catheter prior to attempting to pass the pump. There were no anatomical issues reported. A new pump was opened and used to support the patient. The insertion issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B5 and h6 updated based on additional information.

Event description:
Additional information received that this pump was disposed on explant. The pump was attempted to be inserted through a companion sheath in error. The pump was likely functional but was discarded before local team arrived due to the error in insertion steps.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult/ unable to insert through other device was most likely use issue related since the md attempted to pass impella pump through companion sheath. The only compatible introducer sheath is the supplied impella cp introducer kit 14fr 13 cm & 25 cm.